Event description:
It was reported the device fell and the ventricular port is broken. The device was returned for repair. It was analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the battery release was contaminated, the ring and side bail covers were broken, the lead flex cover was corroded, the battery contacts were compressed, the keyboard was scratched and three case screws were missing. (B)(4).